Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) lobectomy procedure. A reload with a manual stapling handle was applied to the lung bronchus and worked. A second reload was loaded onto the original manual stapling handle and the jaws were closed on the lung. The break time was respected but never wanted to cut and staple. Another manual stapling handle and reload were used, but did not work. A larger reload was then used because of the thickness of the lung tissue, but it did not work either. In order to resolve and complete the case, changed the device. There was no patient injury.